Manufacturer narrative:
Eval summary: the surgical technique states that the centralizer should be seated onto the medical proximal aspect of the stem, abutting against the minimized collar. It is unk exactly how the centralizer was attempted to be assembled. The proximal centralizer is optional, and no harm to the pt was indicated. With the info provided, a definitive root cause cannot be stated. Returned is the centralizer which is fractured in half. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that the centralizer broke while being placed on the pt.